Manufacturer narrative:
Additional information: the device went into the body but was not deployed as it ¿felt unusual¿ to the physician going into the body. No issues with the hoop were noted. Device was prepped as per IFU, difficulty was encountered when putting it into the body. It is not known how the visipro unraveled as it was never deployed. No injury to the patient and it was safely removed. Procedure was completed with a new device of the same size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the stent loaded on the balloon a visual inspection found no damage to any part of the stent or the stent struts medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pxb35-10-27-080 visi pro 035 stent, the stent was unraveling. The event was associated with the peripheral artery, specifically the common iliac artery. The lesion length was noted to be 25 millimeters, and the artery diameter was 10 millimeters. No patient symptoms or complications were specified, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
B3. Event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.